Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported could not be confirmed was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon dilatation catheter (bdc) did not deflate after use. Analysis of the returned bdc was unable to confirm the reported deflation problem. The balloon was able to successfully deflate within specification. However, the analysis did note the inner member was collapsed. A collapsed inner member could impact the balloons deflation during the procedure. The inner member damage is consistent with interaction with the anatomy. It is possible that the inner member became damaged during advancement, subsequently contributing to the reported deflation problem. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the 2.5x12mm trek balloon dilatation catheter did not deflate properly. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
H11 correction: the reported deflation problem could not be confirmed.